Event description:
The patient had a primary knee surgery on (B)(6) 2020. On (B)(6) 2021, the patient came in due to signs of an infection and the pathogen was unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully. On (B)(6) 2022, the patient came in due to signs of an infection and the pathogen was unknown. The surgeon removed all components and implanted an antibiotic spacer. The surgery was completed successfully. On (B)(6) 2022, the patient came in and was implanted with permanent hardware and the surgery was completed successfully. Presently, on (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all components and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 23 september 2022: lot 2112487: (B)(4) items manufactured and released on 11-oct-2021. Expiration date: 2026-sep-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional items involved in the complaint, batch review performed on 23 september 2022 gmk-sphere 02.12.0007l femoral component sphere cemented size 7 l (k121416) lot. 2110316 lot 2110316: (B)(4) items manufactured and released on 19-oct-2021. Expiration date: 2026-oct-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-revision 02.07.0686l revision fixed tibial tray cemented size 6 l (k123721) lot. 2003086 lot 2003086: (B)(4) items manufactured and released on 08-sep-2020. Expiration date: 2025-aug-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.